Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the reported malfunction is traced to electronic component failure. Additionally, no image was caused due to fluid invasion in the scope connector leading to scope communication error(b30). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited a scope communication error (b30). The issue occurred during inspection for use. There was no patient involvement.